Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The channel was blocked with foreign debris due to insufficient reprocessing. In addition, the label had scratches. The brush passage could not pass. The bending section cover glue had a leak. The switch button 1 had a cut. The plastic distal end cover was worn. The light guide lens had a big chip. The nozzle took more than 20 seconds to remove water. The bending section cover glue had a crack. The color ring was missing. The light guide tube had scratches. The connector had minor dents and scratches. The insulation was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis exera iii colonovideoscope internal defects of channel was blocked. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage from the a-rubber (bending section cover), disallowing proper reprocessing of the device. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.